Event description:
Subsequently, additional information received states that this lv lead had loss of capture (loc). The lead was successfully removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its implanted site. The lv lead has been removed from service and successfully placed with another lead. No adverse patient effects were reported.